Event description:
It was reported that while the device was still in the box that it would not properly complete an interrogation. An initial interrogation of the device did not yield a battery reading and the parameters screen was blank. When the "get" button was hit to obtain all the nominal settings, all the parameters were populated and highlighted in blue. It was tried to program the settings but the "program" button was greyed out and no testing was allowed. The session was ended. It was noted that it was thought the device was not performing in the usual way and that the same programmer was subsequently used to interrogate and program a different device. The device was again tried to be interrogated two days later with a different programmer and the device was successfully interrogated and programmed at that time. The device was never implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. We did receive performance data collected from the device and have analyzed the data. A save to disk review found no anomalies. The save to disk notes indicated "implant in progress".